Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s serial: (B)(6); product type: 0213-recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated the recharging paddle started getting hot about a month ago. Caller added that their implant battery site has been hurting as well for the same amount of time, so they met with their doctor and mdt rep today to make sure there was nothing medical going on. Caller met with medtronic representative this morning for a diagnostics check and was told to call for a replacement recharger. Caller stated that everything checked out with the implant and site, so they think the recharger getting hot is related to the implant site hurting. Caller did not have the equipment available during the call. Caller stated they will call back later today with the recharger available. Agent reopened and reassigned case to send email to repair to replace the recharger and to add recharger serial number into secure note. Patient called back to provide recharger serial number. Agent closed case.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported they spoke with patient over the phone and patient received a new antenna. Rep stated patient reported they still have heat during their recharge interval. Rep has checked the system and everything looks perfect.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, lot# serial# (B)(6), product type: recharger, h3:analysis of the 97755-s recharger (rtm) (serial number (B)(6) ) revealed a no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated the recharging paddle started getting hot about a month ago. Caller added that their implant battery site has been hurting as well for the same amount of time, so they met with their doctor and mdt rep today to make sure there was nothing medical going on. Caller met with medtronic representative this morning for a diagnostics check and was told to call for a replacement recharger. Caller stated that everything checked out with the implant and site, so they think the recharger getting hot is related to the implant site hurting. Caller did not have the equipment available during the call. Caller stated they will call back later today with the recharger available. Agent reopened and reassigned case to send email to repair to replace the recharger and to add recharger serial number into secure note. Patient called back to provide recharger serial number. Agent closed case. Additional information was received from the manufacturer representative (rep). Rep reported they spoke with patient over the phone and patient received a new antenna. Rep stated patient reported they still have heat during their recharge interval.rep has checked the system and everything looks perfect.